Manufacturer narrative:
Film evaluation results are: review of pre-implant CT¿s confirmed that the patient had a 6.7cm max diameter aaa. The proximal neck flow lumen diameter was 27mm, 2cm in length, and was calcified. The infrarenal neck was angulated 40 deg l-r. The iliac arteries were non-tortuous but extensively calcified. Several still angiogram images during implant without contrast showed that the bifurcate had been implanted into the patient, and 6 endo anchors had also been implanted into the proximal 1cm of the bifurcate aortic body. No obvious stent graft issues or any fractured anchors were seen. Images below the bifurcate flow divider were not visible in the films provided. The cause of the proximal type I endoleak and fractured endo anchors could not be determined from the images provided. Films during implant and post-implant were not available for return. It could not be concluded if the calcification observed within the proximal neck may have contributed to these events.

Event description:
Additional information received reported that the endoleak did resolve.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft was implanted in the patient for the endovascular treatment of 7cm in diameter abdominal aortic aneurysm. It was reported that on the final angiogram a proximal type I endoleak was identified. The physician selected aptus for treatment. After stage one deployment of the sixth aptus endoanchor, the positioning of the endoanchor was adequate so the physician moved to stage two. During stage two deployment, the endoanchor drove through the fabric and aortic tissue of the patient however, the aptus applier torqued and the distal ring of the endoanchor fractured off. No attempt was made to retrieve the fractured endoanchor as the physician determined that it was not a threat to the renal arteries .the fractured endoanchor remains in the patient's retroperitoneum extraluminal. The proximal type I endoleak reduced slightly however, the physician believes the endoleak may self- resolve. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.